Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8551, product type: accessory. (B)(4).

Event description:
It was reported that the patient¿s legs were ¿jumpy and tingling¿. It was noted the patient had just had a refill the week prior to this report. The type of medication being delivered via the device system was not provided. Additional information received reported the health care provider (hcp) didn¿t have time to provide specific patient, event or device information regarding the refill events. It was noted the hcp¿s clinic managed ¿about¿ two hundred pumps, doing seventy to eighty refills per month. The hcp confirmed he does not use the medtronic needles for refills and prefers to use an all metal needle. The hcp reportedly felt the refill kit was sub-standard, the needle was ¿flimsy¿ and felt that his patients have ¿subcutaneous absorption¿ when the needle is being removed from the pump/patient. It was noted the hcp would like a ¿better¿ two inch steel needle and a lower price. It was later reported that the hcp wanted all metal needles included with his refill kits or a large pack of refill templates to use with another company¿s refill kit. Currently, the hcp had to use two separate kits for each refill so as to get an all metal needle as well as the refill template. It was noted the metal needle the hcp was using from another company was similar to the metal hub needle that is included in the pump package.